Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #604a, serial #2512: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 6 minutes of use, the fiber stopped working / fiberlife mode was activated - the fiber was cleaned but without success. The fiber was replaced and the procedure completed using a second surgical fiber. Patient: there was "no patient injury" reported.